Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: multiple reactions, and unfortunately, cannot remember the names of each patient to look them up. Prep prior to surgery was chlorhexidine. No allergies to formaldehyde and screening for this or other ingredients. All prineo is applied using a thin layer of dermabond and the knee in a fully flexed position. Device availability unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement on an unknown date and topical skin adhesive was used. Patient presented with significant redness which extended underneath and a minimum of 1 inch around the adhesive, a papular rash and severe itching. Reaction was noted within 2-3 days post op. We treated patient with topical triamcinolone and oral hydroxyzine. It took about 2-3 weeks for the symptoms to fully resolve. Additional information has been requested.